Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. Imaging was taken and confirmed that the lead had migrated. Reportedly, the patient also experienced abdominal pain and shallow breathing following the implant of her device on (B)(6) 2017. As a result, the patient underwent surgical intervention on (B)(6) 2018 wherein the leads were replaced with a new model. Effective therapy was restored post operatively.